Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and low sensing threshold on the atrial lead. Physician elected to explant and replace the atrial lead. Patient condition was stable.